Manufacturer narrative:
Product complaint # (B)(4). Batch # t5am60. Investigation summary: the analysis results found that the ats45 device was received with the firing trigger damaged and with a tr45w reload loaded in the device. The returned reload was partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no components and no anomalies were noted. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lock out mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic nephrectomy, when the doctor went to fire the stapler, the gray handle broke. The doctor removed the device from the patient and used a second like stapler to complete the procedure. There were no patient consequences reported.